Manufacturer narrative:
Product will not be returned as it remains in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to micro-perforation. Additional information revealed that the patient presented severe chest pain and a small effusion was observed through an echography. In addition, the lead exhibited high pacing thresholds and low amplitude. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. The lead is not expected to return as it remains implanted. The information provided was not sufficient to allow determination of probable cause. The complaint investigation conclusion code is known inherent risk of device.